Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left rupture. Concomitant medical products: right side; 225cc mentor memorygel breast implant; catalog number: 3507225bc; lot number: 270669; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 225cc mentor memorygel breast implant and was presented with breast implant rupture on her left side during replacement surgery on (B)(6) 2019. The replacement devices used were catalog number 3507190mc; serial number (B)(4) on the left side and catalog number 3507190mc; serial number (B)(4) on the right side on (B)(6)2019.

Manufacturer narrative:
On 2/4/2020, device evaluation was completed. Device evaluation summary: during visual analysis of the sample a crease was noted in the anterior view. Physical device history record (DHR) could not be located, so an manufacturing record evaluation (mre) could not be performed. An internal corrective action has been opened to address the issue. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. A crease/fold failure may be the result of the continuous and sustained stresses to the device. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).